Manufacturer narrative:
Result of investigation: the root cause of failure is due to by a wrongly configured blower type (measured blower rpm by factor 0.5.). This unit had been reworked from moog to micronel vents in production. As patch 16 was put on hold, the sw was downgrade to v6.0.1200.0 prior to shipment to the customer. Most likely the blower type change is not saved during production, as patch 12 was not yet even able to handle moog blower type, it was then undetected until the customers updated to patch 16 or 17. As a resolution technical support provided troubleshooting instructions on how to change the blower type setting in the service screen. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles it shows error 4 " too low or not stable blower pressure". During the insp block valve test. Adv the customer to try to use another turbine and send us feedback as well as the new log files. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has technical failure 401 "inspiration valve or device leaky". There was no information of patient involvement reported from this event.